Event description:
As reported by a customer in another country, when contrast media was aspirated into the barrel of an encore inflation device, a small piece of white particulate was noted. The physician was unable to determine if the foreign material entered, the device with the contrast, or if it had been in the device initially. The device has been disposed of at the end user facility. The foreign matter was not injected and there was no patient injury.

Manufacturer narrative:
The device history records for the reported lot number were reviewed an no quality deviations were noted. No previous complaints have been received on the reported lot number. Because the device was not returned for evaluation, the root cause for the event was unable to be determined. All encore devices are subjected to visual inspection for foreign matter within the barrel during the production process. The reported event is not occurring more frequently or with greater severity than is usual for the device. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfucntioned, was defective, or casually related to any death or serious injury.